Event description:
Constellation vitrectomy machine malfunctioned during case. Vendor called by accredited case manager (acm) to troubleshoot issues. No backup machine in facility. 45-minute delay during general anesthesia procedure. Able to regain most functions to finish case.